Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Imaging from the procedure was not available for review. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. An interventricular septum rupture/defect is a perforation of the membranous ventricular septum. According to the literature, there are several potential etiologies for interventricular septal defects occurring during a tavr procedure, including a severely calcified membranous septum, a membranous septum longer than usual, over dilatation of the prosthesis, and prosthetic valve over sizing. In this case, the cause of the vsd cannot be confirmed. However, a combination of patient (severe native valve and lvot calcification, severe mac) and procedural (less than ideal image intensifier angle) factors likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, following the transfemoral deployment of a 26mm sapien valve in a 50:50 position, a ventricular septal defect (vsd) was noted, as well as a rupture of the calcium around the mitral valve, tearing the mitral annulus and one of the mitral valve leaflets. Balloon aortic valvuloplasty (bav) was performed with a 22x4 z-med balloon, with some leakage noted around the bav balloon during inflation. The sapien valve was positioned approximately 50:50 and the delivery balloon was inflated slowly over 3-5 seconds, resulting in a final position of 50:50. However, the patient¿s blood pressures became depressed and an assessment showed that the patient may have developed a vsd as a result of calcium being pushed through the septum during valve deployment. It was noted that there was also significantly more mitral regurgitation. In an effort to seal the vsd, a second 26mm sapien valve was going to be implanted within the first sapien valve. However, upon crossing the first sapien valve, the first valve dislodged into the left ventricle outflow track (lvot) and migrated towards the left ventricle. At this point, the patient was placed on cardiopulmonary bypass (cpb) and the medical team converted to open heart surgery. The first sapien valve was explanted, and surgical aortic and mitral valves were implanted. The surgeon attempted to close the small vsd, but due to the extent of calcification in the area the vsd could not be repaired. The patient was removed from cpb without event, and the second sapien valve was then deployed in the descending aorta since it could not be removed through the retroflex3 sheath. The sheath was removed without incident and the patient was transferred to the intensive care unit in stable condition on norepinephrine and epinephrine drips. The patient survived through the evening, but coded the following morning and expired. The native aortic annular diameter was 21mmx28mm (average 24.8mm) by 3-dimensional tee. The hospital CT measurements showed an area of 4.7cm2; however, the CT was challenging to assess due to significant calcium in the annulus and around the mitral valve area. The native aortic valve and left ventricle outflow track (lvot) were severely calcified. There was severe mitral annular calcification (mac) and no ventricular septal hypertrophy. The image intensifier angle was described as acceptable, though it was noted that the extensive calcification made the imaging difficult to see. The coaxial alignment of the valve and delivery system was described as good.